Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; the analyst noted that there were three sets of setscrew marks on the is-1 pin and one set is too proximal, indicating the lead was not fully inserted into the device but it cannot be determined when this occurred; full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead had sensing difficulty and t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.